Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bleed back was inconclusive because the conditions in which the event was reported to have occurred could not be reproduced. The product returned for evaluation was one 4fr single lumen groshong nxt clearvue catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. Microscopic inspection of the valve was unremarkable. The valve length was measured and found to be within manufacturing specifications. An attempt to infuse and aspirate water through the sample using a 12ml syringe revealed the sample to be patent to both with no observed leaks. No deficiencies were discovered during evaluation of the returned sample; however, the pressure required to open the valve could not be measured, nor could the clinical use conditions be replicated. Consequently, this complaint is inconclusive at this time. H3 other text : evaluation findings in section h:11.

Event description:
It was reported that immediately after catheter insertion, blood started flowing back from the catheter. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that immediately after catheter insertion, blood started flowing back from the catheter. There was no reported patient injury. No other information was provided.